Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed, de novo lesion in the left coronary artery (lca). A 2.5x33mm xience alpine drug eluting stent (des) ruptured and a proximal deformation was noted. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size alpine des was implanted to successfully complete the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device not available for evaluation.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed. The balloon was tightly folded. The stent implant was stationary on the balloon between the markers. The proxy indeflator, filled with water was then used to inflate the balloon, and the balloon fully inflated to minimum burst pressure (rbp) with no anomalies noted; therefore, the reported material rupture was not confirmed. The reported product quality issue was confirmed with proximal material deformation of the stent. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported ¿proximal deformation¿ (unknown damage) appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - the device was available for evaluation. H6: type of investigation 4114 - removed. H6: investigation conclusions 4315 - removed.